Event description:
It was reported to philips that the device would not start normally the device was outside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system and confirmed equipment does not work. When rse switched the hospital's power supply equipment to emergency use and then turned it back on. The review of log file shows that these short main power drops can cause pc¿s to malfunction. During troubleshooting rse turned off power, and when turned the power off/on, it was working normally. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was determined that the reported event occurred when the system was not in clinical use. When not in clinical use, this issue is not likely to cause of contribute to a serious injury or death if it were to recur. The codes were updated based on the investigation outcome.